Event description:
In 2003, the pt was noted to have a slight amount of drainage from the upper portion of his sternal wound and at his right internal jugular site. These were noted to be slightly purulent. A dressing was placed over these areas because the pt had a tendency to pick at his wounds. This superficial infection was treated medically with cefazolin and did not require re-exploration.